Event description:
It was reported that this left ventricular (lv) lead was explanted due to a high pacing thresholds. A new lv lead was successfully placed. No additional adverse patient effects were reported.